Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead had intermittent loss of capture. The patient had a heart rate in the 30's and experienced syncopal episodes. A revision procedure took place and the rv lead was repositioned.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.